Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that on removal of a 3.00 x 15 mm nc trek rx balloon dilatation catheter (bdc) from the dispenser hoop without resistance, the shaft kinked and separated. The bdc was not used and there was no patient involvement. A new trek bdc was used to complete the procedure with no clinically significant delay. No additional information was provided.